Manufacturer narrative:
The insulin pump received with intermittent up arrow button response due to corroded keypad traces. No button error alarm or unexpected numbers cycling/scrolling during testing. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked case at the reservoir tube window corner, and cracked reservoir tube window.

Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer's blood glucose was 153 mg/dl. Customer stated that the pump would cycle through the numbers and she is not able to disable the alarm. Customer also took out the battery from the pump for about less than a minute. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the device and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.